Manufacturer narrative:
Analysis of the catheter on 2017-jan-26 revealed a malformed seal regarding the sutureless catheter connector. The previously applied results code is no longer applicable.

Manufacturer narrative:
The previously applied (B)(4) is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2016 product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion 11 applies to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp via a manufacturer¿s representative (rep) regarding a patient who was receiving gablofen (baclofen) (concentration of 2000 mcg/ml, dose of 300 mcg/day) via an implantable infusion pump for intractable spasticity. It was reported that the patient was experiencing sub-therapeutic effects despite increased dosing. When these occurred is not known. After catheter replacement, the dosing of baclofen was reduced from 300 mcg/day to 100 mcg/day and titration would start over from that point. No other clinical information was known at the time. The catheter was being returned, as it was replaced on (B)(6) 2016. The catheter was examined under x-ray during replacement surgery. No other diagnostic studies were performed. Additional information was received on (B)(6) 2016 from the rep stating that ¿it was suggested that the catheter had a kink or tear or was otherwise not in the intrathecal space.¿ on x-ray in the operating room, it was noted that the ¿catheter location was questionable.¿ intrathecal location of old catheter was never confirmed. The catheter was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.